Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant pregnancy associated plasma protein-a and free beta-hcg patient results were reported using an immulite 2000 instrument. The initial discordant result was not reported to the physician(s). New samples were repeated on the same instrument. The repeated results were reported, as the correct results, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00103 on 12dec2019. Additional information (28jan2020): the customer contacted the siemens customer care center (ccc) and siemens reviewed the information provided for investigation. There were no product non-conformances identified. The instrument is performing according to specifications. No further evaluation of this device is required.